Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml of baclofen at 1100.6 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2018, it was reported that a motor stall had occurred. A motor stall was seen at the initial interrogation of the pump and pump status/event log report noted that a motor stall had occurred. It was confirmed that the patient had not recently had an MRI. No symptoms were reported. On (B)(6) 2018, it was reported that the patient returned to the clinic on (B)(6) 2018 to have the pump read. A different hcp interrogated the pump and stated that the pump had recovered "on its own". The patient's pump logs did not go back far enough due to multiple updates to see if a true motor stall recovery had occurred. The patient reported that they were hearing an alarm again. The pump reportedly showed a stall again from (B)(6) 2018. The patient's dose had been lowered to 700 mcg/day and the patient was receiving oral baclofen as well. According to the hcp, the patient was not showing acute withdrawal. The hcp reported that theyare pursuing getting the pump replaced. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709 lot# serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The company representative was unable to reach the implanting physician. A new catheter and pump were implanted on (B)(6) 2018. The company representative was unaware of what happened to the explanted catheter and did not have it in their possession. The company representative had reached out to the account on multiple occasions and had not received a reply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The cause of the catheter break was indicated as being unknown and further noted as probably age, as it was time for the pump to be changed. It was indicated that this was the patient¿s original catheter which they had for 12 years. It was noted that the surgery was done at a different hospital and it was unknown if the catheter was revised or replaced, but they believed the company representative should know. The name of the company representative was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial /lot #: (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot # (B)(4), ubd: 2002-03-13, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the cause of the multiple motor stalls was determined, and it was due to a broken catheter. The device was explanted on (B)(6) 2018. The issue was indicated as resolved as the problem device was removed. The patient¿s weight at the time of the event was provided. The status of device return was unknown. The device was removed at a different (B)(4) / different site and it was indicated that a manufacturer representative was there, and it was unknown if the rep took the defective device with them or her or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.